Event description:
The pt underwent a colonoscopy on (B) (6) 2009 and subsequently could not feel stimulation. She heard three beeps when the buttons on the pt programmer were pushed. The outcome is unk. Further info being requested from the hcp.

Manufacturer narrative:
(B) (4).